Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One t3 non-platform switched tapered implant (bost410) was returned for investigation. Visual inspection of the returned product identified a damaged implant; the collar and platform were damaged. The device was probably damaged during the removal process. Additionally, there was bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed since the product was damaged. The reported device had been implanted on tooth # 20 (fdi) for only 1 year. X-ray or picture images were not provided. As a result, bone loss could not be verified. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported infection and bone loss after placement of the implant. The product was returned but the reported complaint (bone loss & infection) could not be verified since they are medical conditions and no x-ray or pictorial evidence was provided. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to peri-implantitis. The site has bone loss and doctor removed the implant and replace it.